Event description:
The manufacturers field service engineer replaced the cpu pcb to address the reported problem.

Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator alarmed on startup due to a vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported the cpu was being evaluated for replacement. Completion of service is pending.